Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2019. D6b: explant date: (B)(6) 2019. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(4). Batch: 7030505.

Event description:
The patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.